Manufacturer narrative:
Medical device problem code 2017 - use after expiration. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The expiration date of the product is important for sterility, efficacy, and performance of the device. Per the xience use failure mode effect analysis, potentially adverse events of using the device post expiration date include fever and stenosis/restenosis. However, in this case there was no reported device failures or patient adverse events reported. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The investigation determined the reported difficulties appear to be related to user error as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 2.5x8mm xience pros stent was used and successfully implanted. However, the device was expired. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.